Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement procedure for normal eri, insulation damage was noted on the right ventricular (rv) lead and an internal wire had become externalized. All electrical parameters were stable and in range. The rv lead was repaired and the procedure was completed successfully. The patient was stable.